Event description:
On (B)(6) 2009, I had a zimmer trilogy product to replace my right hip. Since the surgery, I have experienced constant pain, worse than before the procedure and after 6 months discovered the stem was not attaching to my bone. Now I need another surgery to correct this failure. I cannot sleep on my right side if I sleep at all. The pain is constant and cannot be controlled even with strong pain medicine. I have to use a cane now and my left hip is failing. Something is wrong with this device and I would hope it is recalled before more people have to experience what I have. My particular medical condition makes any surgery very risky, so when I take this chance I expect that it is successful. Not to mention the time, pain, limited mobility and costs of having a corrective procedure. Diagnosis or reason for use: avascular aseptic necrosis.